Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump was unable to upload to care link. Customer's blood glucose was unknown mg/dl. The customer was advised that he had a coded alarms in the alarm history that this is the reason why the pump can't upload to the care link. The customer was advised that the device will have to be exchange.

Manufacturer narrative:
The insulin pump was received unable to download to carelink due to multiple alarms in the history screen; a47 alarms are due to corrupted history file. The insulin pump passed self test, a21 error test and displacement test. No a17 or unexpected a21 alarms noted. The insulin pump had minor scratches on the lcd window.